Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device and test transmitter or sensor calibrated successfully. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the device without any issues. No sensor glucose versus blood glucose anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 42 mg/dl. The customer was using auto mode function at the time of the event. The customer also reported that, there were and inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 42 mg/dl. The difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. The sensor glucose reading was 142 mg/dl and blood glucose was 199 mg/dl the blood glucose recorded as 240 mg/dl and after treating it the blood glucose dropped to 42 mg/dl then ate some candy and then blood glucose went high to 199 mg/dl. Sensor glucose value that triggered the suspend on low was 100 mg/dl. The insulin pump and sensor will not be returned for analysis.